Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the images of the two biometric identifiers and verified that the date codes do not match any listed in the affected date range. Therefore, the biometric identifier units do not require replacement at this time. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user received a notification regarding issues with the biometric identifier sensor heating up. They had two devices manufactured within the affected date range but had not experienced the overheating issue. The devices were used only in nursing simulation, and biometric identifier was enabled as a convenience feature for a select few users. As a precaution, they temporarily disabled login through bioid by setting the login mode to userid + password. However, there were no delays or adverse events or injuries reported based on this event.